Event description:
Analysis of the device revealed that the polytetrafluoroethylene (ptfe) coating was peeled.

Event description:
Analysis of the device revealed that the polytetrafluoroethylene (ptfe) coating was peeled.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the guidewire polytetrafluoroethylene (ptfe) coating was examined and it was discovered that the ptfe was peeled off at approximately 33.5cm from its proximal tip. From the condition of the guidewire it appeared that the torque device had been dragged down the guidewire. No other anomalies were observed on the guidewire. The guidewire dimensions were found to be within specifications. During functional evaluation, the guidewire was loaded and advanced into a test microcatheter without issues. The observed scraped ptfe coating is related to unsecure tightening of the torque device. The device directions for use (dfu) specifically cautions that insecure tightening of the torque device can lead to ptfe peeling. Therefore, a root cause of dfu instructions not followed has been assigned to this investigation.